Event description:
The reporter stated the surgeon inserted a aq2010v three piece silicone lens. Lens was partially inserted in the pt's right eye when the surgeon noted the lens tore and the haptics came off. The lens tore in the shorter. The lens was removed with no pt injury. Another same model and size lens was implanted. Reporter stated were used on the same pt during the same procedure and same eye. This is the primary lens. See MFR#2023826-2012-00675 for the secondary lens.

Manufacturer narrative:
(B)(4).